Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign objects on the knob wire, connecting tube, up/down and right/left knobs. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was that had resided in the insertion section and knob wire. The material might not have been removed because the user possibly had not been able to perform reprocessing properly due to leakage from the distal sheath and the pipe protecting the forceps elevator wire, as well as a scratched insertion section. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: IFU states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection; IFU states the preventative measures in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.